Manufacturer narrative:
The insulin pump alarmed motor error noted during basic occlusion test and unable to prime during prime test due to faulty force sensor resistor. Unable to complete functional test including occlusion and excessive no delivery alarm test due to prime anomaly. The motor was tested outside the device and passed. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self-test, unexpected restart error test and displacement test. The insulin pump had minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized high readings, motor error and excessive no delivery alarms. The customer's blood glucose reading was unknown. The customer was hospitalized for diabetic ketoacidosis and pump failure. The insulin pump will not be returned for analysis.